Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure effect: the front panel hard keys are not illuminating or not working. Root cause: defective g5 ip key and led board. Defective g5 ip mother board. Correction: replacement g5 ip key and led board msp159234. Replacement g5 ip mother board msp159204. Conclusion: defective components caused the error. *in section b5, was a typo error of the serial number which it was corrected with this report. Instead 9736 the correct serial number is (B)(6) . This was corrected in section b5 in the event description.

Event description:
Hamilton medical ag received the following event description from the local partner: "a set of g5 s/n: 9706 in uch was reported that the "standby "button was out of order intermittently. The problem was solved by replaced a key and led communication board (p/n: msp159234). Please proceed rga as soon as possible. Here attached a log file for your reference". Summary: ip hard key are not working.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure effect: the front panel hard keys are not illuminating or not working. Root cause: defective g5 ip key and led board. Defective g5 ip mother board. Correction: replacement g5 ip key and led board msp159234. Replacement g5 ip mother board msp159204. Conclusion: defective components caused the error.

Event description:
Hamilton medical ag received the following event description from the local partner: "a set of g5 s/n: (B)(4) in uch was reported that the "standby "button was out of order intermittently. The problem was solved by replaced a key and led communication board (p/n: msp159234). Please proceed rga as soon as possible. Summary: ip hard key are not working.